Event description:
It was reported that the bd safe-clip¿ needle clipping device was not clipping. The following information was provided by the initial reporter: the line of the attending program of the patient requesting needles is communicated. In the communication he reported that: "the little thing that cuts the needle no longer works well, the needle no longer enters and I don't know if it will be ready to change." Due to the above, retraining is scheduled in order to validate failure in needle cutters. In connection via teams, an exercise is carried out with a needle-cutting device, it is verified that there is a failure in the silver orifice, evidencing obstruction and the needle does not enter, therefore, authorization for replacement is requested."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the video provided. The customer provided video evidence of a safe clip, reporting not clipping. The video was visually examined and observed issues regarding to clipping. Based on the evidence provided, embecta was able to confirm the reported failure. DHR review: refer to the attached files for DHR review. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd safe-clip¿ needle clipping device was not clipping. The following information was provided by the initial reporter: the line of the attending program of the patient requesting needles is communicated. In the communication he reported that: "the little thing that cuts the needle no longer works well, the needle no longer enters and I don't know if it will be ready to change." Due to the above, retraining is scheduled in order to validate failure in needle cutters. In connection via teams, an exercise is carried out with a needle-cutting device, it is verified that there is a failure in the silver orifice, evidencing obstruction and the needle does not enter, therefore, authorization for replacement is requested.".